Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade iii. Photo analysis: device photograph(s) for the device related to the reported event of rupture and capsular contracture was reviewed on (B)(6) 2023. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is a medical event and is not related to the device. It is not possible to determine the lot number or catalog number through the photos provided.

Event description:
Health care professional reported right side rupture and capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device assessed as unidentified (tear) opening (shell thickness within specification) and missing shell assessed as inconclusive. Capsular contracture: unable to observe since it is not related to the device. Additional observations: crease is observed. Yellow encapsulation was observed on the shell. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Health care professional reported right side rupture and capsular contracture, baker grade iii. Device has been explanted.